Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, we found sensor with cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned device opened and used.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend. Customer's sensor glucose was 40 mg/dl to 50 mg/dl and blood glucose was 120 mg/dl to 150 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, we found sensor with cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned device opened and used.